Manufacturer narrative:
The investigation has been completed. The console (ic5498) was sent back for further investigation. The root cause of the aic issue was a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical sensor error upon connection of the pump, which was resolved through replacing the device with a new console. No patient harm reported.